Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 device. There was no harm or injury reported. The device was sent to a service center for evaluation. The reported phenomenon was unable to be confirmed. During evaluation and review of the device error logs, a vent inoperative error was observed. The device's main board would need to be replaced to prevent reoccurrence. The device was discarded.